Event description:
Case description: investigational results. Product name: novopen echo batch number: unknown. No investigation was possible, because neither sample nor batch number was available product : novolog penfill. Batch number: ms6gv24. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with following information: investigational results updated. Imdrf codes added. Case narrative updated. Final manufacturer's comment: 09-may-2024: the suspected device novopen echo has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's underlying medical condition of type 1 diabetes mellitus is a risk factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novolog penfill.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high blood sugar level of 697 mg/dl [blood glucose increased] novopen echo piston rod failed to deliver medication [device failure] case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugar level of 697 mg/dl(blood sugar increased)" beginning on (B)(6)2024, "novopen echo piston rod failed to deliver medication(device failure)" beginning on (B)(6) 2024, and concerned a adult female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novolog penfill (insulin aspart) (dose, frequency & route used- 5 1/2 units 3s a day, subcutaneous and regimen #2- 14 units, subcutaneous ongoing ms6gv24 on (B)(6) 2024) from unknown start date and ongoing for "type 1 diabetes mellitus", current condition: type 1 diabetes mellitus(duration not reported) on (B)(6) 2024, the patient reported that they had a novopen echo did not dispense insulin when the dose button was pressed as piston rod failed to deliver medication, as a result, patient went to the emergency room last night with a blood sugar (blood glucose) over 600mg/dl, 697 mg/dl and treatment to patient was given 14 units of novolog echo and intravenous fulids (IV) to bring down blood sugar level. Patient was not admitted and was sent home on the same day with a blood sugar (blood glucose) reading of 386 mg/dl. On (B)(6) 2024, patient as a blood sugar (blood glucose) reading of 218 mg/dl. Batch numbers: novopen echo: requested novolog penfill: ms6gv24, action taken to novopen echo was not reported action taken to novolog penfill was reported as no change. The outcome for the event "high blood sugar level of 697 mg/dl(blood sugar increased)" was recovered. The outcome for the event "novopen echo piston rod failed to deliver medication(device failure)" was not reported. Reporter comment: patient used bd nano needles, does not store with needle attached, does not re-use needles note: event abated after use stopped or dose reduced?: doesn't apply event reappeared after reintroduction?: doesn't apply.